Event description:
Wheels for the MFR rebuilt beds are too small & become lodged in the crack/gap between the elevator & door. When employee tried to free wheels hurt his lower back by having to lift the bed with pt in it. Need beds designed with bigger wheels to eliminate employee injuries.